Event description:
The postoperative diagnosis following explant was rheumatic heart disease with mitral valve and severe left atrial thrombosis. A large amount of clot was noted. The pt experienced increased shortness of breath. Pt was taking coumadin and had a history of atrial fibrillation. The valve was replaced with a 29 mm medtronic hancock ii valve.